Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had compromised force sensor system alarm and prime rewind anomaly. Customer also stated that they are unable to exit the preparing to prime loop. The customer¿s blood glucose level was 235 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Unit received compromised forced sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime anomalies due to compromised forced sensor system.